Event description:
It was reported to a physio-control field service representative, that a set of internal paddles for a lifepak 20 device failed to deliver energy to their test load during pre-op testing. A nurse in the operating room indicated that during testing of the device, the screen displayed "abnormal energy delivered". There was no patient use associated with the reported failure.

Manufacturer narrative:
A physio-control field service representative confirmed with the nurse that they did not perform the user test on the device prior to connecting the internal paddles. He then asked the nurse that she disconnect the internal paddles and perform the user test using the hard paddles instead, and the device passed. The customer then traded out the internal paddles with another set and removed the set that had failed from service. The new set of internal paddles functioned properly with the device. The removed paddles and spoon set were evaluated by physio-control; however, the reported failure could not be duplicated. The set functioned correctly during testing. The root cause of the observed condition cannot be determined.